Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be reproduced during evaluation. However, the device had an unresponsive touchscreen. The top case was replaced to address the issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. During resmed evaluation, the touchscreen was unresponsive. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported unresponsive touchscreen was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).